Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) device was returned and analyzed. Primary analysis revealed no anomalies. However, it was noted that the set screw was in the connector bore.

Event description:
It was reported that during the implant attempt, the device would not capture any ventricular or atrial data. The leads were tested, and appeared fine. The device was tested again, and still would not capture. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.